Event description:
During a laparoscopic cholecystectomy procedure, the hook of the dissector was found missing. X-ray located the broken piece and laparotomy performed to retrieve the piece. The hosp was contacted by the pt's attorney, and hosp's insurance agent contacted distributor regarding the claim filed by the pt's attorney. Although the subject instrument was retrieved by the hosp, they will not release it for any eval at this time.